Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that the distal tip of the customer's healix advance br anchor with orthocord broke upon insertion. The sales rep stated it broke just before the threads began and that the anchor was still fully on the inserted and just beginning to be inserted into the bone hole, the sales rep stated that the surgeon did not even begin to screw the anchor in and was not off-axis. The surgeon fully removed the anchor. The surgeon completed the procedure with another like implant with no patient consequences or delay. The patient was a (B)(6) years old female with hard bone quality. The surgeon was not off-axis. The surgeon used the purple healix awl. There was no sound when the anchor broke. The sales rep did not know anything about the patient's medication or preexisting medical conditions.